Event description:
As the physician was attempting to remove the device, resistance was encountered and it "suddenly felt that the coil was detached from the delivery wire". The whole system was removed from the patient and the physician noted that the coil had detached from the delivery wire at the detachment zone. The procedure was successfully completed with no clinical consequence to the patient.

Event description:
A baxter service technician reported finding a colleague infusion pump with "channel a select and stop key not working". This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Event description:
It was reported that when the doctor was placing the screw into the femoral tunney, he did not take the pin out while the screw was being placed. It was further reported that the pin was bent at the end and therefore the screw broke.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported condition of channel a select and stop key not working was confirmed and duplicated. The channel a channel select, open, stop keys and all leds are inoperative due to corrosion damaged. Channel a pump head module keypad flex cable, caused by fluid ingress. The device does not met specifications. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).